Event description:
It was reported that a patient underwent an unknown spinal procedure at s1. During the procedure, it wsa reported that the plate broke. The surgeon had to use a new plate and connector to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.